Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Healthcare professional reported left side "had an MRI to confirm the rupture". Device remains implanted.

Manufacturer narrative:
Additional h6: f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "had an MRI to confirm the rupture". Device remains implanted.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken side assessed as fold flaw opening. Additional observation: ¿ observed no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.